Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating 3 out of the 4 brush heads come loose off the handle. No injury was reported.